Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the insulin pump alarmed no delivery. The caller was also inquiring about possibilities of the insulin pump suspending during bolus delivery. Information was provided. The customer's blood glucose was unknown. Nothing further was reported.